Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system had an auto discharge issue. A technical support specialist tss reviewed the situation and observed that the patient had been automatically discharged in 4 days because the system was configured with a 4 day autodischarge setting. The tss explained that this behavior aligned with the systems configuration and then provided the necessary guidelines on how the autodischarge could be reversed to restore the patients status as needed to resolve the issue. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patients were auto discharged, and they were not getting their medications. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.